Event description:
After using it, my skin became red, itchy, and even had small blisters. I believe this product has serious quality issues. Electrode patches are supposed to be medical products, and I'm not sure if this product meets those requirements. Patient:1840, 4537, 1943. Device:2682. Reference reports: mw5175904, mw51795905.